Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported rupture. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings assessed as unidentified (tear) opening and an opening assessed as surgical damage. As per the investigation procedure, observed broken of plug strap, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.